Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply voltages were evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.

Event description:
There were no reports of an injury or death. The customer and fe described a no boot situation.